Manufacturer narrative:
Remote support was provided. Although no fault was found, it was determined that the system did not pass the test because it had completed its battery life. The rse provided information to replace the battery. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available it was determined that the system did not pass the test because it had completed its battery life. The device was confirmed to be operating per specifications and no failure was identified. It was determined that the system did not pass the test because it had completed its battery life. The customer was provided with information to order the battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating battery failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that in the examination with the customer, it was determined that the system did not pass the test because it had completed its battery life. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.